Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that at the extraction of the suturing device dehiscence of the suture on the posterior-lateral aspect, with rings intact and undamaged but incomplete closure of the metal clips. Procedure completed with a manual suture of the anastomotic dehiscence. Surgery: transanal mechanical pouch-anal anastomosis packaging. Surgical procedure performed in a patient with ulcerative colitis who underwent residual proctectomy with j-pouch packaging and pouch-anal anastomosis.